Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 5-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found several cups jammed in incubator with pieces of broken foam from an old wheel inside of the cup positions. This was not allowing cups to be placed correctly. Upon the fse completing a cup transfer, the fse found that the y axis motor was intermittanty moving the cup and trying to put them in the wrong location. The fse lubricated the y axis, cleaned the wheels, and replaced the flat cable. The fse an qc (quality control) on b12 and folate. All results were in acceptable range. No further action requried by field service. The most probable cause of the reported event an incubator the ribbion cable the machine needed lubrication of the y axis.

Event description:
On (B)(6) 2015, a customer reported an pick up failure their aia 600ii analyzer. The customer identified dropped cups in the incubator which caused a jammed rotor and washer/updown errors. The customer is unable to run prl, fsh, hba1c,and lhll patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, fsh, hba1c, and lhll patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.